Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they insulin pump was not turned on and exposed to moisture. No harm requiring medical intervention was reported. Customer stated that insulin pump had cracked on back left side. The customer was assisted with troubleshooting. Customer stated insulin pump was dropped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Blank display due to corroded electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: cracked case, cracked battery tube threads, and cracked case on the battery tube side. (B)(4).